Event description:
Pt reported that she experienced hyperglycemia from (B)(6) 2011, and she believes the insulin delivery of the infusion device is too low. Pt changed the accessories and delivered insulin through the infusion device as a correction. Pt was taken to the hospital on (B)(6) 2011 by her parents, and her blood glucose level was 600 mg/dl. Pt had a ketone level of "+++" while in the hospital. The cartridge compartment of the infusion device was wet, and the hospital discarded the cartridge. The infusion device was not exposed to electromagnetic fields or water. Pt did not start new medication, and normal blood glucose level is 100-130 mg/dl. Pt was still in the hospital with an infection at the time of the report. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.